Event description:
During the atrial fibrillation procedure, an air leak from the sheath was noted after transseptal puncture. Both the dilator and needle were retrieved and aspiration was performed. Bubbles were noted in the syringe. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.